Event description:
On (B)(6) 2010, pt's husband reported the down arrow button on her infusion device is not working correctly. Husband stated the pt has been having this issue for the past week when she attempts to bolus. Husband reported the buttons pop back out after they are pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.